Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: stenosis procedure or technique used: acdf levels implanted: c4-7 it was reported that on (B)(6) 2015, intra-op, the screwdriver tip broke off when locking the locking mechanism or final tightening of screw. The product broke. No fragment of the product remained in the patient. No patient complications were reported as a result of this event.